Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the sleep current measurement test, active current measurement test, displacement test and self test due to unresponsive keypad. Unable to download history files and traces using [thus]. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j1, j6, j7 / pcba 2 j1 / force sensor]. Swapped out case and successfully downloaded history files and traces. Stuck button alarm (was / was not) found in the [history files or traces]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads. Unable to verify alleged pump's battery lasting less than 1 week due to unresponsive keypad and unable to download. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the [keypad flex connector / pcba 1 / pcba 2]. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and found there was no more than 5 alarms per day in history. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. Mmt-1712k was requested and customer response was the device will be returned.